Event description:
It was reported that this male patient alleges he sustained injuries resulting from an exactech connexion gxl acetabular liner implanted at the time of his right total hip arthroplasty on or about (B)(6) 2009 and revised on or about (B)(6) 2022.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 142-36-93 - cocr fem head 36mm -3.5 offset 12/14 1455805, 164-02-15 - element-stem, collarless w/ha, high offset, sz 15 1282159, 180-01-56 - nv crown cup clstr hole 56mm group 3 1500042.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this male patient alleges he sustained injuries resulting from an exactech connexion gxl acetabular liner implanted at the time of his right total hip arthroplasty on or about (B)(6) 2009 and revised on or about (B)(6) 2022. No additional information. (F10) please disregard. This was entered in error.

Event description:
It was reported via legal that this male patient alleges he sustained injuries resulting from an exactech connexion gxl acetabular liner implanted at the time of his right total hip arthroplasty on or about (B)(6) 2009 and revised on or about (B)(6) 2022. No additional information.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings. The reason for the reported revision due to prothesis wear may have been due to a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and/or being implanted for more than 12 years. However, this cannot be confirmed from the reported information as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.